Event description:
Reportable based on the device analysis completed on (B)(4) 2014. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used to visualize the target lesion during pre-intravenous ultrasound (ivus). However, lost image occurred upon performing pullback. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole at the lap joint sheath assembly.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the sheath assembly at 57.0cm from femoral marker to the distal end. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. An open hole at the lap joint sheath assembly. Fluid was leaking from an open hole in the sheath lap joint 72.6 cm from the femoral marker at the proximal end when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).